Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the cursor on the touch screen could not be placed in the proper position. The user recalibrated the central control monitor, but the phenomenon continued. The user concluded the procedure without the use of the central control monitor. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.